Event description:
Additional information received reported that pump reservoir volume discrepancies occurred at refill. There was no patient injury and patient recovered without sequelae. The device was used to deliver bupivacaine.

Event description:
It was reported that there was occurrences of volume discrepancies and that the patient experienced a lack of therapeutic effect. It was indicated that the patient developed edema in her feet and weight gain of 40 pounds after pump implant. The health care provider (hcp) had difficulty accessing the pump reservoir and it was determined via x-ray that the pump was flipped. The hcp flipped the pump back over and refilled the pump with fentanyl. By the next refill date, the edema was still present, so the hcp put preservative free normal saline (pfns) in the pump for approximately one week to see if the swelling would subside but it did not. On (B)(6) 2011, the pump was filled with bupivacaine, as it was empty and the hcp did not believe that the edema was due to the drugs in the pump. On (B)(6) 2011, the patient had a catheter (B)(6) due to increased pain. The results revealed that the catheter was patent and no catheter issue found. The change in therapeutic effect was noted on (B)(6) 2011 in which the patient rated her pain a "9 out of 10". On (B)(6) 2012, there was an increase in the patient's daily dose. The next scheduled refill was for (B)(6) 2012, however, the patient lived a couple hours away and she had the "flu" and was slurring her words, in which she had to reschedule. At that time, it was indicated that the patient did not think that the pump was working. That following day (B)(6) 2012, during refill; the expected residual volume (erv) was 0.7ml but the actual residual volume (arv) that was aspirated was 12ml's. It was noted on (B)(6) 2012 that the patient had a 9% dose increase and the concentration was changed to 30mg/ml and patient's pain level at that time was an "8 out of 10". It was reported that the patient was getting mild pain relief but questioning efficacy and complained of numbness on the left side of her body. On (B)(6) 2012, the patient had a 1.5mg increase in daily dose. Another increase was noted on (B)(6) 2012 at 1mg daily dose. Again on (B)(6) 2012, there was a 1.5mg increase in daily dose and 15mg/day. Then on (B)(6) 2012, during refill, there was another volume discrepancy issue. The erv was 1.1ml and the arv was 36ml. At that time, the hcp refilled the pump with pfns and it was noted that the patient had some "break-through pain and no real loss of therapy" that they were aware of. It was indicated that the patient was on long and short acting oxycodone by mouth for approximately 8 months. The outcome of the patient and the event was not provided. The current drug being delivered via pump was saline. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).